Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.82 volts, which is well below the labeled voltage of 3.25 volts. A boston scientific crm technical services (ts) consultant recommended returned the device for analysis.